Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Sample 1 was collected from the patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). As the patient was deteriorating in health, another sample was collected from the patient on (B)(6) 2021 and tested on abbott ID now which resulted in covid-19 negative (reported to physician). The patient was life-flighted to another hospital and a third sample was collected on (B)(6) 2021 and tested on biofire which resulted as sars-cov-2 positive (reported to the physician). The patient was symptomatic with covid-19. The patient presented in the emergency department with acute respiratory failure with bi-lateral pneuomonia which chest xpray and CT scan describe as consistent with covid pneumonia. Test reports showed normal cycle threshold and endpoint values for spc. There was no evidence of any amplification in the sarscov2 channel. There was no evidence of product malfunction or interference. The following day, another sample tested negative by abbott idnow. Patient was intubated and placed on ventilator and transferred to another hospital for care. Another sample was collected and tested positive by biofire respiratory panel. The likely root cause of the discrepant result is target near limit of detection or near cut-off. According to the customer, the negative cepheid result did not impact patient care or result in harm. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note: device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Sample 1 was collected from the patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). As the patient was deteriorating in health, another sample was collected from the patient on (B)(6) 2021 and tested on abbott ID now which resulted in covid-19 negative (reported to physician). The patient was life-flighted to another hospital and a third sample was collected on (B)(6) 2021 and tested on biofire which resulted as sars-cov-2 positive (reported to the physician). The patient was symptomatic with covid-19. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.